Event description:
A (B)(6) y/o female with a history of 12dm, htn, uterine adeno cancer s/p hysterectomy (2016), hx of appendiceal adenoma seen on endoscopy that was suspicious for malignancy underwent a robotic assisted lap right hemicolectomy on (B)(6) 2021. On (B)(6) 2021- the patient became hypoxic and cardiac arrested. The patient underwent three rounds of CPR before obtaining rosc. The patient was transported to ICU, and three units of emergency released prsc's were transfused, due to a profound drop in her hgb. The patient remained hemodynamically unstable and a decision was made to return to the operating room for an exploratory laparotomy. In the operating room, the ileocolic artery was found to have a pulsatile bleed and was subsequently ligated. On return to the ICU pt remained hemodynamically unstable with worsening hypoxia. The patient required increased pressure support throughout the day. On (B)(6) 2021 the patient's condition continued to worsen. Abdominal compartment syndrome was suspected and the decis!on was made by the ICU team to re-open the abdomen at the bedside. Upon entry into the abdomen, 1000 cc's of thin sanguinous fluid was evacuated, the bowel was extremely dusky with patchy areas of ischemia. The mesentery was congested with hemorrhagic congestion. Everything was gray and dusky. No obvious source of hemorrhage was identified. There was a feculent odor, but no obvious colon or small bowel injury. At this time, the aorta was manually occluded due to a loss of pulses. Three units of blood were given bilateral chest tubes were placed. After multiple rounds of epi, the patient expired. There was a large right side pneumothorax and 100-200cc's of serosanguinous fluid was evacuated. Expired (B)(6) 2021 at 23:32 in the sicu.